Manufacturer narrative:
The biomedical engineer (bme) reported the bedside monitor (bsm) would spontaneously shut down intermittently. They tried inserting another bsm-1700 into this unit but received an "input unit failure" error message. It was not in patent use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: on (B)(6) 2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: on (B)(6) 2024 emailed the bme for all information in the ni list above: no further information was provided in the bme's response. Additional device information: d10 concomitant medical device: the following devices was used in conjunction with the bsm: bsm-1700 model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported the bedside monitor (bsm) would spontaneously shut down intermittently. They tried inserting another bsm-1700 into this unit but received an "input unit failure" error message. It was not in patent use.

Event description:
The biomedical engineer (bme) reported the bedside monitor (bsm) would spontaneously shut down intermittently. They tried inserting another bsm-1700 into this unit but received an "input unit failure" error message. It was not in patent use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported the bedside monitor (bsm) would spontaneously shut down intermittently. They tried inserting another bsm-1700 into this unit but received an "input unit failure" error message. It was not in patent use. Investigation summary: the reported issue could not be duplicated or confirmed after testing for 24 hours. Upon evaluation from the repair center, the unit had no visible damage but some scratches on the screen. The unit ran for 24 hours and was unable to duplicate the unit, shutting off the reported issue. The repair center stated this issue could be caused by a loose power cable, faulty outlet/power outlet failure, power outages or connection. Nk will continue to monitor and trend similar complaints. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from bsm-6501a to life scope tr. D4 additional device information / model #: corrected the model # from bsm-6501a to mu-651ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.